Manufacturer narrative:
The t:slim cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. Additionally, the t:slim x2 pump user guide cautions against overfilling a cartridge past 300 units as this can lead to cartridge error. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with a little over 300 units of cold insulin, and remained static at 90 units. The customer loaded a new cartridge and received an accurate fill estimate. Recommendation was made to not overfill the cartridge and use room temperature insulin per labeling instructions. The customer's blood glucose level was 71 mg/dl.